Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that when trying to install a central catheter in the patient's jugular anterior, the stent presented difficulty getting through the guide despite increasing the insertion site with a scalpel. After removing the dilator, they saw that it was kinked so they made the decision to withdraw the guide wire as well and found it was also kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.